Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer reported that the monitor does not give any audible alarm signals, it only gives light signals on the screen. No patient involvement.